Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was further noted that there were high right ventricular (rv) lead thresholds and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. (B)(4).